Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Device interrogation revealed decreased r-wave amplitudes on the right ventricular (rv) lead. A chest x-ray was performed and rv lead dislodgement was noted. On (B)(6) 2021, the rv lead was repositioned. The patient condition was stable before, during, and afterwards.